Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., d6a, d6b., h.6. Clarify b3 - "1 year ago", partial date 2024.

Event description:
Patient reported left side rupture. The device has been explanted.